Manufacturer narrative:
Product analysis the full lead in segments was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in-vivo. Concomitant products: product ID 5076-52 lead ,implanted: (B)(6) 2012; 5076-45 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the patient's right atrial (ra) lead experienced high thresholds, no capture, far field r-wave (ffrw) oversensing, undersensing, and intermittent atrial sensing. The lead was explanted and replaced. As well, the patient's right ventricular (rv) lead experienced oversensing, noise and sensing integrity counter (sic) counts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.